Event description:
On (B) (6) 2007, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2008, cta demonstrated invagination of the trunk-ipsilateral limb at the proximal level of the right common iliac artery. In (B) (6) 2008 (exact date unknown), the pt presented with pain and coldness in his legs. A thrombectomy was performed. The pt tolerated the procedure and is reported to be doing well. Cta's performed on (B) (6) 2008 and (B) (6) 2008, demonstrated no change in the invagination of the trunk-ipsilateral limb. The physician has not scheduled a reintervention at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices implanted and not related to the event: pxc141200/05172262.